Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (cannot run incoming testing) has been confirmed. Upon investigation the monitor was displaying a service code 203 and was unable to run testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run incoming testing) has been confirmed. Upon investigation the monitor was displaying a service code 203 (pulse test fault) and was unable to run testing. The cause for the service code 203 was isolated to flux contamination on the pins of inter-pca connector j1002. The root cause for the contamination was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.